Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 9 years 10 months post implant of this aortic bioprosthetic valve, the patient was being evaluated for valve-in-valve replacement. Subsequently, five days later, the device was replaced valve-in-valve with a transcatheter valve due to increased gradients greater than 40mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: since the valve has been implanted for almost 10 years, it¿s very unlikely that the high gradient is due to any potential manufacturing issue. The common probable cause for high gradient is due to pannus overgrowth. From the information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the high gradient cannot be determined. If information is provided in the future, a supplemental report will be issued.